Event description:
Information was received indicating that the smiths medical cadd solis vip pump exhibited "cassette not attached" alarm following a four-day IV treatment. No adverse effects were reported.

Manufacturer narrative:
One cadd-solis® vip ambulatory infusion pump was returned for analysis in good condition. The devices event log was checked, and three occurrences of the cassette not attached message were found. The pump was tested with multiple cassettes and the reported comment was not able to duplicate. The pump was disassembled and no internal damage was found. The latch/lock sensor was replaced as preventive measure, even though no issue was found with the pump.